Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/23/2021. H.6. Investigation: to aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, the package seal integrity was found to be compromised. A device history record review was completed for provided lot number 0335954. All in-process tests and final release tests were found to be within specification. There were no non-conformances found related to package seal integrity during production. A review of the maintenance records was performed and a potential issue with the sealing platen was identified. CAPA#3487540 was initiated.

Event description:
It was reported that the syringe 10ml saline xs experienced poor seal on the packaging, and poor perforation on packaging. The following information was provided by the initial reporter: the oncology department has just alerted me to a sterility defect in bd posiflush 10ml syringes (ref 306572) - lot0335954. Indeed, some of the packages are half unstuck before being used. It seems that there is a glue defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml saline xs experienced poor seal on the packaging, and poor perforation on packaging. The following information was provided by the initial reporter: the oncology department has just alerted me to a sterility defect in bd posiflush 10ml syringes (ref 306572) - lot0335954. Indeed, some of the packages are half unstuck before being used. It seems that there is a glue defect.